Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead conductor was fractured during a regular device check. There was an increase in lead impedance and "pushing around the lead" produced noise. Normal operation was noted when the lead was reprogrammed to unipolar. "The physician decided to keep using the lead" in the unipolar configuration. The lead remains in use. No patient complications were reported as a result of this event.